Event description:
The customer reported that she believes the pdm may have programmed the pod to administer unintended boluses while she was sleeping, which lead to a diabetic seizure. Fifteen minutes after the seizure began, she attempted to use the pdm to manage her condition; the pdm initiated multiple meter errors over the following fifteen minutes. She eventually received a glucagon shot and "recovered" a half-hour after the episode began. She tested her bgs with a back-up meter an hour after the event - her level at that time was 100mg/dl. Her insulin delivery history shows two boluses being administered: there was no time stamp associated with the first bolus; the second bolus was administered before she had gone to bed. The pdm will be returned for evaluation.

Manufacturer narrative:
The pdm was not returned for evaluation. We are unable to confirm any malfunction of the device that may have caused or contributed to the programming of unintended bolus deliveries. Additionally, we are unable to review the device's history logs to identify any suspect bolus deliveries (that may have been administered while the customer was sleeping). Without the pdm returned for investigation, no conclusion can be drawn. Note: the pod associated with this event was expected to have been returned for evaluation., but has not been received to date. Without the device returned for investigation, no malfunction can be confirmed that may have resulted in an over-delivery of insulin, which would have contributed to the customer's low bg levels. Built into the pod's design are electrical, mechanical and software safety features that prevent the device from over-delivering insulin. A follow-up MDR will be submitted if the pod is returned for evaluation after this date.